Event description:
The device the abbott libre 3 plus. On day 4 of sensor use, the reading started dropping and over an hour settled into 53-57mg/dl. Compared to finger stick during that time and the finger stick showed 90-100 mg/dl range. Out of the last 10 sensors none have made it to 14 days and very few have made it past 6 before the readings drop out like above followed by eventual error message from the sensor stating that the sensor has had an error and has shut down. I've initiated another replacement request for this sensor so it is still in my possession right now. If abbott asks for it during the replacement process I will send to that as per their protocol. Pt: 4580. Device: 2460, 3023. Ref: mw5187137, mw5187138, mw5187139, mw5187140, mw5187141, mw5187143, mw5187144, mw5187145, mw5187146.